Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforated uterus") and device expulsion ("essure device migrated from the fallopian tube to uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine"), amnesia ("memory loss") and headache ("headaches"). The patient was treated with surgery (procedure to remove essure device) . Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, migraine, amnesia and headache outcome was unknown. The reporter considered amnesia, device expulsion, headache, migraine and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: patient demographic details and event (essure confirmation test not conducted) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforated uterus") and device expulsion ("essure device migrated from the fallopian tube to uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine headaches") and amnesia ("memory loss"). The patient was treated with surgery (procedure to remove essure device) and surgery (procedure to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, migraine and amnesia outcome was unknown. The reporter considered amnesia, device expulsion, migraine and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.